Event description:
It was reported that the customer's insulin pump alarmed an error during manual prime. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was received with missing end cap sticker.